Event description:
A malfunction alarm was declared by the pump during insulin pumping. There was no adverse impact to the customer¿s blood glucose level as it was not reported to exceed 500 mg/dl. The customer successfully loaded a new cartridge with assistance from technical support and was able to resume insulin therapy.